Event description:
It was reported that the patient experienced painful, inconsistent stimulation in the wrong location beginning four months ago. The patient's leads could be felt directly below the skin, and she experienced surges when her clothing would cross the area of the lead, in the right groin. Impedance measurements over 10,000 ohms were seen on all leads. A revision was to be scheduled, but no date was set. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that this event was caused by 'impaired impedances and a failure of the generator to hold a charge.' It was noted that the battery depleted prematurely. No patient injury was reported and the patient was not hospitalized due to this event. It was noted that the replacement of the lead and generator were discussed, but no revision had been scheduled.

Manufacturer narrative:
(B)(4). Lead model 3777-60 (B)(4) implanted: 2007-(B)(6) explanted: na; lead model 3777-60 (B)(4) implanted: 2007-(B)(6) explanted: na; programmer model 37742 (B)(4); recharger model 37752 (B)(4).

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).